Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection concluded that the hex driver is fractured. Hardness of the device was checked and found to be conforming to print specifications. The device was used for treatment. No previous complaints have been received for this particular lot. The fractured tip of the device exhibits wear indicative of extensive use in the field. Based on the lot number, the device has a potential field age of over 20 years and has been used an unknown number of times during that period. Based on the age of the device and the appearance of the returned device, the reported failure can be attributed to normal wear and tear. The device has exceeded its useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the tip of the screwdriver broke while the surgeon was attempting to screw in the locking provisional to the trilogy cup.